Event description:
On 16jan2026, an eye care professional (ecp) in spain reported a patient (pt) "went to the ophthalmologist and was diagnosed with an eye ulcer. Ophthalmologist stated that the concern could be caused by one of the components from the lenses." The event occurred "around last christmas" in the right eye (od) when the pt was wearing an acuvue® oasys® 1-day with hydraluxe¿ for astigmatism brand contact lens (cl). The pt is currently not wearing cls. The ecp could not provide further information regarding the concern. On 23jan2026, the ecp was contacted and stated the pt visited a "local doctor and that doctor stated that the concern could have been caused by the lenses, but they could not confirm." The doctor recommended the pt "wait a period of time" before wearing new lenses. No additional information is available. No additional medical information has been received. No additional information is expected. This unconfirmed od corneal ulcer is being reported as verification of the pt¿s diagnosis and treatment could not be obtained from the treating doctor. The date of the pt's event is being reported as 01dec2025 as the exact event date is unknown. A comprehensive review of the manufacturing records for lot number 4478400102 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The od suspect cls were discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate